Event description:
It was reported that the pt reported no stimulation sensation after horseback riding. The pt had several accidents and the voltage at 7.7. The pt may have a re-programming done and seeks a new hcp. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).